Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor's power turned off. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated: b5, d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported monitor intermittent/loss of power issue was determined to be the result of a faulty power supply. The root cause of the observed difficulty in connecting the digital video interface (dvi) cable was found to be the result of a faulty/worn dvi port connector. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: the procedure was prolonged 15 minutes with a patient under conscience sedation as a result of the event. There was no patient harm.